Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient reported she experienced a deflated breast implant. The affected side was not provided. As a result, the patient underwent removal and replacement with a mentor saline breast implant on an undisclosed date. The date of implantation and event were not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2023, mentor received the following additional information. The patient identifier, date of birth, and initial reporter (initial reporter was the patient/consumer) were updated. The appropriate fields have been modified. The identifiers of the suspect medical device was provided with the following: size: 625cc brand name: mentor smooth round moderate profile; catalog: 3501695; lot: 261547; serial: (B)(6). The following event details were provided: date of implantation: (B)(6) 2003. Date of event: may 21, 2009. Date of explantation: (B)(6) 2009 replacement devices: bilateral - 750cc mentor smooth round moderate plus profile saline breast implants a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).